Event description:
It was reported that starting on (B)(6) 2014, the patient experienced a return of symptoms. The patient ¿couldn¿t sleep and his hands were trembling¿ as a result of the event. The patient¿s family had requested a reprogramming session at the time of initial report. It was ¿unknown¿ whether the patient was receiving the expected therapy at the time of report. Additional information has been requested, but was unavailable at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient ¿still had the symptoms¿ at the time of follow-up. The patient was to meet their physician for reprogramming on (B)(6) 2014, but their ¿doctor was busy.¿ the patient was redirected to their healthcare provider (hcp).